Event description:
It was reported by the customer that motor control board damage found at remediation. "Per customer: showing channel error 242.4030 as soon as the door is opened." There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they unit received for 242.4030 error, observed broken l2 on the motor control board. Replaced the motor control board, pm performed. All tests passed. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. Based on the findings, service determined that the probable root cause of the reported issue was due to customer damage of the motor control board assembly. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 12nov2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that motor control board damage found at remediation. "Per customer: showing channel error 242.4030 as soon as the door is opened." There was no patient involvement.